Event description:
While changing the bottle of contrast the vent cap popped off of the multi-patient medrad disposable system onto the sterile field. Covered cap with a sterile towel. Had to tape the bottle to the pole so contrast would not spill. (This happened during an intervention.) Discarded all because patient had mrsa.